Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob, gender and weight not provided for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated 4.0 mm hexagonal screwdriver shaft broke during a surgery for placement of a distal femur plate on (B)(6) 2018. The broken fragments were removed easily without any additional intervention. There was a surgical delay of about 2 minutes for getting another device. The surgery was successfully completed with the patient in stable condition. Concomitant devices reported: unk - screws: trauma (part # unknown, lot # unknown, qty # unknown). Unk - plates: trauma (part # unknown, lot # unknown, qty # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of report: date reported in (B)(4) was 1/24/2018. Correct date should have been 1/23/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 314.23, synthes lot number: 4417972 , supplier lot number: yyyyy , release to warehouse date: 26-jun-2002 , supplier: na, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the cannulated hexagonal driver (part 314.23, lot 4417972, mfg 26-jun-2002) was received at us cq with a broken distal tip. Fragments were not returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned damaged lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: the following drawing(s) was reviewed; cannulated 4.0 mm hexagonal screwdriver shaft, (current) through (mfg). Dimensional analysis was completed, the outer diameter of the shaft, measured 7.0 mm. This is within specification of 6.95 to 7.00 mm. The outer diameter of the distal tip measured 5.69 mm, this is within specification of 5.69 to 5.70 mm. Lastly the cannulation measured 2.90 mm, this is within specification of 2.90 to 3.00 mm. All measurements are based on drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the driver (part 314.23, lot 4417972) was received broken. A device inspection and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being over torqued or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.